Event description:
The customer called braun thermoscan's 1-800 number, reporting she had obtained low temperature readings on her son. When her family was on vacation early in july, 1998, her son awoke one morning and she thought he felt "hot." She used the ear thermometer in the infant/toddler mode, and obtained a reading of 101 f. She administered tylenol and continued to monitor the child. Throughout the day, she obtained readings around 101-102 f. She continued giving the child tylenol. Around 7:00 pm, the child experienced a febrile seizure. She called 911, and an ambulance came to the home and transported the child to the hosp. At the hosp, a rectal reading of 103-something was obtained. The facility applied cool cloths to the child and gave him a tylenol suppository to bring the fever down. No diagnosis was made, and no prescription was given. The dr sent some tylenol suppositories home with the child. No healthy baseline had been established with the ear thermometer.